Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump malfunctioned. There was no report of patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump malfunctioned. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and the faulty touch screen was replaced. Subsequent functional testing did not identify further issues and the unit was returned to service. The replaced touch screen was returned to sorin group USA for further investigation. Visual inspection identified damage on the surface of the touch screen. Considering the manufacturing year of the device and the damage to the surface, the probable root cause is fluid ingress into the touch screen, which can lead to electrical failure due to oxidation of contacts. This is a known issue for which livanova (B)(4)has already implemented a CAPA ((B)(4)). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.